Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Visual examination of the provided photo and returned product found one sterile blister that contains a dark, foreign debris that exceeds the acceptable limits. The compliant has been confirmed by evaluation of the returned product and provided photo. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that during incoming inspection, the items were found to be nonconforming. Debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and no further information is available.